Manufacturer narrative:
Technical support specialist advised the customer to use new wash and diluent, pour fresh cup of well mixed qc and rerun fresh qc. Issue resolved. The probable cause of the event was fuilds issue. Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under (B)(4). Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event.

Event description:
On (B)(6) 2016 a customer reported on the aia-360 sn# (B)(4), a high e2 l1 recovery on br 40901. The reported issue with their aia-360 instrument has the potential for causing a delay in reporting of patient results for e2 assay. There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.